Manufacturer narrative:
The information was forwarded to r&d, the data provided by the customer did not lead to any conclusive cause of the missed alarm. Cause of failure could not be established. Additional pause alarms worked as expected and no failures were identified with the hardware of the unit.

Event description:
The customer reported that a central monitor failed to alarm for a pause event. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
The spacelabs healthcare product support specialist (pss) retrieved the system logs and associated single patient extract (spe) for additional investigation. A preliminary review has been conducted and a conclusive cause cannot be determined. The associated logs were forwarded to the principal software engineer for additional investigation. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.